Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was discovered in the catheter hub of a 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter which was intended for use in a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
As reported, a crack was discovered in the catheter hub of a 6f 100 cm judkins right 4 (jr4) vista brite tip guiding catheter, which was intended for use in a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile ¿6f .070 jr 4 100cm¿ unit was received for product investigation. Per visual analysis, the device was inspected and no anomalies were observed during this unaided eye evaluation. A functional analysis was attempted to be performed with the returned device. As the flushing test was performed, a crack was observed to be present along with a leakage condition. Additionally, no air or air bubbles were observed during the flushing test that was performed on the unit. Additionally, no air bubbles were observed in the syringe or in the water that came out of the distal tip. The test results after attempting to aspirate (pull fluid back into the syringe) were negative for air or air bubble presence. A microscopic analysis was performed to evaluate the cracked condition observed during the functional test. During this analysis, plastic deformation and fatigue striation patterns were observed on the separation walls. The mentioned characteristics are normally attributed to excessive tensile strength applied to the material. The reported event of ¿luer hub-cracked¿ was confirmed through analysis of the returned device. However, the exact cause of the observed damages could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is likely that procedure/handling factors may have contributed to the condition experienced as evidenced by the plastic deformations and fatigue striations found during microscopic analysis. These characteristics are normally attributed to excessive tensile strength applied to the material. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.